Manufacturer narrative:
Exact date unknown, event occurred in 2017. Date of explant: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17354059/17561342.

Event description:
It was reported that patients scs was non-functional. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.